Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio high inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(4) 2014, inratio inr: 1.9, laboratory inr: 1.4. The time between testing was one (1) hour. Therapeutic range 1.8 - 2.2 for the patient. There was no reported adverse patient sequela. There was no additional information provided.